Manufacturer narrative:
The rt205 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt205 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer. Results: the customer reported that the rt205 breathing circuit did not pass the ventilator leak test. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt205 adult inspiratory heated breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel healthcare (f&p) field representative that an rt205 adult inspiratory heated breathing circuit did not pass the ventilator leak test prior to patient use. There was no patient involvement.